Event description:
Pt was hospitalized on (B)(6) 2011 when she experienced a ketoacidosis coma, hyperglycemia of 48 mmol/l (864 mg/dl), and dehydration. The infusion device displayed an e4 occlusion error during the night, and pt is blind and was unable to read the error message. Pt was in a coma throughout the day, and the hospital physician contacted a company rep on (B)(6) 2011. The company rep completed a cartridge change due to the e4 occlusion error, and the infusion device then displayed an e8 power interrupt error. The infusion device could not be used after this. The infusion device was replaced and requested for eval. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.